Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the lad was treated. On the same day the patients cardiac enzymes were elevated. Cec assessed the event as non q wave mi (target vessel), mdt extended historical peri pci. Cec also assessed stent thrombosis as no event.

Manufacturer narrative:
Cec re-adjudicated mi as no event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lad indicated mi. If information is provided in the future, a supplemental report will be issued.